Event description:
The customer has observed a continuous drift resulting in a negative bias on the multiple of medians (moms) for the alpha feto protein (afp) assay on the immulite 2000 xpi instrument. The data provided by the customer states that multiple afp kit lots are involved and the study was done over a one year period. There were no reports of patient intervention or adverse health consequences due to the negative bias on the moms for the afp assay.

Manufacturer narrative:
The cause of the negative bias seen on the moms for the afp assay is unknown. Siemens is investigating the issue.

Manufacturer narrative:
Initial MDR 2247117-2013-00084 was filed on 08/06/2013. Corrected information (01/18/2015): the initial report was filed in error. The immulite afp assay used with the prisca software is not approved for sale in the united states by the FDA.